Event description:
Sterility compromise from custom medline cmc extremity - lf, ref# dynj22109f, lot #15vb6945. Two hairs found in pack; 1 woven in lap and 1 inside lap when opened. Surgeon aware and necessary precautions taken and antibiotics given.